Event description:
When rn removed old dressing and huber subcutaneous infusion set, needle on end of set was broken off. It was not apparent where said needle might be. Pic supplies-infusion sets and pump for pain control.